Event description:
The customer stated that the insulin pump had a blank display. The reported blood glucose reading was 247 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not being plugged in properly.